Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Review of the log files provided by the account confirmed a pump stop event followed by a controller reset indicating a total loss of external power to the system controller. These events appeared consistent with full depletion of the backup battery. Review of the log files also confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log file contained data from 8:25:04 through 11:03:51 on (B)(6) 2020, per the timestamps. No external power events (addressed under (B)(4) ) were captured, during which time, the pump operated on the backup battery. At 11:03:46, a pump stop was captured which was followed by a controller reset due to a total loss of external power to the system controller. These events appeared consistent with full depletion of the backup battery. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2000 at 0:00:00. Due to the return to default settings, clock invalid fault flags and controller clock corrupt alarms were triggered during the reset and remained active for the rest of the file. Persistent low flow fault flags were captured throughout the file due to the estimated flow frequently dropping below the low flow threshold of 2.5 lpm, with flows ranging between 1.0-2.4 lpm. These faults resulted in 19 low flow hazard alarms, lasting from 4 seconds to longer than 7 minutes, each. Between 9:01:06 and 11:03:46, the flow was noted to drop further from 1.2 lpm to 0.2 lpm. Additionally, several of the observed low flow events appeared to be associated with elevated pulsatility index (pi) values ranging from 10.1-12.3. Excluding the pump stop event, the device operated at or above the low speed limit. Despite the observed events and alarms the pump appeared to function as intended. The account reported that the patient expired on (B)(6) 2020. The patient was in a subacute rehab (sar) and the nurse noticed low flow alarms. The complete sequence of events is not known, but the patient was sent to the nearest emergency department (ed). As per the registered nurse (rn) from the rehab, the patient expired before reaching the ed and the cause of death was unclear. The patient¿s death was not thought to be device related and the pump had reportedly operated as expected. It was also reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists several adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU warns that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The IFU further states that the backup battery inside the hm3 system controller provides enough power to run the implanted hm3 pump for at least 15 minutes if the main power source is disconnected or fails and inappropriate use of backup battery may result in diminished run time during a power-loss emergency. The hm3 IFU and patient handbook also state that depleting the external and backup batteries will cause the pump to stop. In reference to flow, this document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. The IFU also explains that changes in patient condition can result in low flow. Furthermore, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists several adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller and further explains that changes in patient conditions can result in low flow. Section 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the hm3 IFU and patient handbook state that depleting the external and backup batteries will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was in sub-acute rehab (sar). There are also several instances of both the black and the white power lead being disconnected at the same time causing the pump to run on emergency backup battery.

Manufacturer narrative:
Awaiting for more information on patient identification. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the rehab facility in sarcosinemia. The nurse noted low flow alarms while treating the patient. The patient expired on (B)(6) 2020. Log file analysis confirmed low flow events and noted a disconnect from power event. No further information was reported.